Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy right after low transverse caesarean section, the needle broke in the uterus and was retrieved. The event led to extended surgical time. There was no patient injury.